Event description:
Patient had abdominal surgery with percutaneous endoscopic gastrostomy (peg) placement. Patient had a vent bag for drainage hooked up to peg by nursing. On the next day, tube feeds were to be initiated, so peg was flushed causing severe abdominal pain. It was found that the drainage bag was hooked up to the balloon port on the peg tub, not the correct port for draining. Computed tomography (CT) scan showed that the tube pulled out and there was free air in the abdomen. It is believed that the bag was hooked up to the wrong port since returning from surgery. Removed peg tube fully as it was no longer in position. A nasogastric (ng) tube was placed with plan to keep his stomach to decompression over the weekend. Patient returned to surgery for second peg tube placement.